Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is aviva system 1, medwatch with identifier (B)(6) is aviva system 2.

Event description:
Caller reported blood glucose results of 317 mg/dl and 436 mg/dl on aviva system 1; 136 mg/dl, 368 mg/dl, 179 mg/dl, 168 mg/dl on aviva system 2 within 10 minutes. The same vial of strips was used in both meters. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.